Event description:
It was reported that the atrial lead exhibited noise. No intervention was performed; the patient had returned home to israel and would follow-up with their physician. No further information was available

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.